Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Corrected sections: - b5 desc evt problem: corrected to include additional adverse event experienced by the patient, diagnosis and intervention performed - g2 report source: corrected to check off "study" - h6 patient codes (ime/annex e), imf (annex f) health impact: corrected to include annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event and include the name of the study this information was received from the hvad destination therapy trial. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with a headache and failure to thrive. A computerized tomography (CT) scan revealed a new cerebrovascular accident (cva) and necrosis from a previous cva. The patient was also hypertensive. The patient later experienced a severe frontal headache with aphasia and dysarthria, and a CT scan revealed a right cerebral intracerebral hemorrhage. The patient later had a small cerebellar bleed and the patient's condition continued to worsen. It was further reported that eight days after being admitted in the hospital, the patient experienced bleeding and was transfused 1 packed red blood cells (prbc) for hemoglobin (hgb) being 7.7. The following day, the patient was again transfused 1 prbc and their hgb was still 7.7. Of note, complete blood count (cbc) was to be conducted the following day. It was further reported that eleven days later, the pati ent was started on blood thinners medication. The patient¿s death was thirty-one days later thereafter. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, hypertension, bleeding, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a cva and a bleeding event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that eight days after being admitted in the hospital, the patient experienced bleeding and was transfused 1 packed red blood cells (prbc) for hemoglobin (hgb) being 7.7. The following day, the patient was again transfused 1 prbc and their hgb was still 7.7. Of note, complete blood count (cbc) was to be conducted the following day. It was further reported that eleven days later, the patient was started on blood thinners medication. The patient¿s death was thirty-one days later thereafter.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include additional patient signs/symptoms and contributing factors. Correction h6: patient ime code was updated. Annex g code was added. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with a headache and failure to thrive. A computerized tomography (CT) scan revealed a new cerebrovascular accident (cva) and necrosis from a previous cva. The patient was also hypertensive and given medicine. The patient later experienced a severe frontal headache with aphasia and dysarthria, and a CT scan revealed a right cerebral intracerebral hemorrhage; anticoagulants were held. The patient later had a small cerebellar bleed and the patient's condition continued to worsen and showed further symptoms of facial droop. The patient was treated with protamine, heparin was stopped, and hypertonic saline was given. It was further reported that eight days after being admitted in the hospital, the patient experienced bleeding and was transfused 1 packed red blood cells (prbc) for hemoglobin (hgb) being 7.7. The following day, the patient was again transfused 1 prbc and their hgb was still 7.7. Of note, complete blood count (cbc) was to be conducted the following day. It was further reported that eleven days later, the patient was started on blood thinners medication. The patient had been feeling more tired and decreased appetite. The patient had cough with clear sputum and dysuria. It was noted that the patient¿s pre-albumin level was 11.8 and increased to 15.4. The patient expired and the cause of death was due to congestive heart failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instruc tions for use, neurological dysfunction, hypertension, bleeding, worsening heart failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a cva and a bleeding event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had been feeling more tired and decreased appetite. The patient had cough with clear sputum and dysuria. It was noted that the patient¿s pre-albumin level was 11.8 and increased to 15.4. The patient expired and the cause of death was due to congestive heart failure.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5 and b7. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a small recurrent right parietal ich in the setting of supratherapeutic inr. Neurosurgery was consulted and anticoagulation was held for two weeks. There was no surgical intervention. The patient was treated with multiple intravenous (IV) and oral medications.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a small recurrent right parietal ich in the setting of supratherapeutic inr. Neurosurgery was consulted and anticoagulation was held for two weeks. There was no surgical intervention. The patient was treated with multiple intravenous (IV) and oral medications. (B)(6) 2022: it was further reported that the patient's white blood cell count (wbc) was elevated to 16 and pneumonia was suspected. The patient had a chest x-ray and was treated with multiple antibiotics as they had greater than 100,000 escherichia coli in their urine.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and corrections. A5a ethnicity and a5b race previously omitted. B5 describe event or problem, b6 laboratory data and h6 patient codes were updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had anemia of chronic disease and dysphagia. The patient was deemed not a surgical candidate. The patient was made do-not-resuscitate (dnr)/do not intubate (dni) after discussion with family. The vad was turned off three days before the patient passed away.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. B5 describe event or problem and h6 ime patient codes were updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that vad thrombus was suspected.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with a headache and failure to thrive. A computerized tomography (CT) scan revealed a new cerebrovascular accident (cva) and necrosis from a previous cva. The patient was also hypertensive and was given medicine. The patient later experienced a severe frontal headache with aphasia and dysarthria, and a CT scan revealed a right cerebral intracerebral hemorrhage (ich); anticoagulants were held. The patient later had a small cerebellar bleed and the patient's condition continued to worsen. The patient was treated with protamine, heparin was stopped, and hypertonic saline was given. It was further reported that, eight days after being admitted in the hospital, the patient experienced bleeding and received multiple blood transfusions. The patient was later started on blood thinners. The patient had been feeling more tired and had decreased appetite, cough with clear sputum, and dysuria. Additional information received indicated that the patient experienced a small recurrent right parietal ich, and the patient was treated with multiple intravenous and oral medications. The patient's white blood cell count was elevated, and pneumonia was suspected. The patient was treated with multiple antibiotics, as they had escherichia coli in their urine. Additionally, the patient had anemia of chronic disease and dysphagia. Vad thrombus was also suspected. The patient was made do-not-resuscitate (dnr)/do not intubate (dni) after discussion with family, and the vad was turned off three days before the patient died due to congestive heart failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, hypertension, bleeding, infection, worsening heart failure, thrombus, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction and bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received on the event details and patient outcome. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient showed a new 5mm hypodense that was suspected to be a small cerebellar bleed. Per neurosurgeon, no surgical intervention was available. The patient was treated with protamine, heparin was stopped, and hypertonic saline was given. The patient worsened and showed further symptoms of facial droop. The patient was moved to hospice and later expired.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with a headache and failure to thrive. A computerized tomography (CT) scan revealed a new cerebrovascular accident (cva) and necrosis from a previous cva. The patient was also hypertensive. The patient later experienced a severe frontal headache with aphasia and dysarthria, and a CT scan revealed a right cerebral intracerebral hemorrhage. The patient later had a small cerebellar bleed and the patient's condition continued to worsen. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complication associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a cva event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with a headache and failure to thrive. A computed tomography (CT) was performed which showed hyper density of what was suspected as a new cerebrovascular accident (cva), as well as necrosis from a previous cva. Patient's international normalized ratio (inr) on admission was 4.4. Aspirin was held and patient was started on subcutaneous heparin. The patient was also noted to be slightly hypertensive and medication was given. Couple days after the patient had a severe frontal headache with aphasia and dysarthria, CT showed right cerebral intracerebral hemorrhage (ich). Anticoagulants were held and inr dropped to 1.0. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.